Event description:
It was reported that approximately six weeks after implant the implantable cardioverter defibrillator (ICD) was explanted due to infection. The patient received antibiotics, a wound vacuum was placed, and the patient was fitted with a wearable defibrillator. Approximately three months later a subcutaneous implantable cardioverter defibrillator (s-ICD) was implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. The device was returned and screening analysis was performed, but no issue was identified requiring full analysis. If information is provided in the future, a supplemental report will be issued.